Manufacturer narrative:
The device was inspected and tested on 18th december 2018. Within this inspection functional testing and visual inspection was made. The result was: index knob slightly loose. Locking and un-locking functionality was not compromised. As the locking and unlocking functionality of the device was working properly, it is unlikely that the deviation contributed to the event. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer service was contacted on 07th december by customer stating, that they want an inspection for a skull clamp. When the device arrived on 18th december, additional information was provided stating that an incident (slippage) happened resulting in a laceration.